Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2011. The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that near the end of a lung resection, the knife trigger became stiff and the knife would not advance. The device was cleaned, but the knife appeared to be dull. The customer reported that this caused bleeding under 200cc. Another device was used to complete the procedure without incident. There was no pt injury.